Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet were broken. Chipping/flaking and crack of the light blue main body was also noted. The complaint was confirmed in the lab for damaged. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. However, in this case the plant evaluation cited no visible signs of overtorquing and complaint text did not address incorrect reagent usage. Accordingly the root cause of this problem is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a broken white cap. No patient was involved in this event. No additional information is available.